Event description:
Reporter alleged high blood glucose of 320 mg/dl and went to the doctor it was reported the doctor measured 118mg/dl while the customer's meter read 250mg/dl. No treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.